Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote support engineer (rse) inspected the system remotely and confirmed that the exposure foot pedal intermittently failed. Upon further inspection, found that the footswitch cable was broken. The customer replaced the footswitch. After replacement of the footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the exposure footpedal intermittently failed .the system was in clinical use at the time of the event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.